Manufacturer narrative:
On 26th dec 2024, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to sensor performance, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. A review of the dms data showed significantly depressed signal and reference channel values since (B)(6) onwards and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 25 march 2025. D9 device available for evaluation? Yes on 07 february 2025. G3. Date received by the manufacturer? 25 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1307. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
B4. Date of this report corrected to 24 january 2025. G3. Date received by the manufacturer? 25 march 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 26, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.